Event description:
Meter name: one touch ii, strip name: one touch test strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: customer would not wake up. The patient was taken to the hospital by the paramedics. Their meter allegedly was prompting "clean test area" message and "control" message after result. The result on their meter was 91 mg/dl with "control". Another result of 20mg/dl was reported. Unknown source of this result. The result on the emt meter in unknown. The time difference between patient's meter and emt meter is unknown. Treatment was with IV (unknown type) and with orange juice. No further information has been reported.